Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: -consumer reported finding insulin will not flow through the needle and clogs during injection informed caller to complete a flow check, he does not complete a flow check. Denied reuse of needles. Informed of non patient end placement. Discarded this sample occd (B)(6) 2023 dc. -consumer reported after completed injection in his hip and removed needle from site the needle was not attached to the hub. Caller visited his doctor and emergency room for xray. Xray did not show needle at the site. Doctor feels needle fell to the floor. Discarded this sample. Occd date a few weeks ago = unknown. Lot #: 2320079. Same box with both subjects. Catalog#: 320550.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding insulin will not flow through the needle and clogs during injection informed caller to complete a flow check, he does not complete a flow check. Denied reuse of needles. Informed of non patient end placement. Discarded this sample occd on (B)(6) 2023 dc. Consumer reported after completed injection in his hip and removed needle from site the needle was not attached to the hub. Caller visited his doctor and emergency room for xray. Xray did not show needle at the site. Doctor feels needle fell to the floor. Discarded this sample. Occd date a few weeks agoz: unknown. Lot#: 2320079 same box with both subjects. Catalog#: 320550.